Event description:
Complainant alleged that during a routine preventative maintenance check, the device's pacer rate was found to be out of specified tolerances for the selected setting. The complainant indicated that there was no pt involvement in the reported failure.